Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's sensors. The mother states the customer' sensors broke. The mother did not have time to troubleshoot at the time of call. The customer was unable to be reached during call back.